Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer also reported that they were hospitalized due to high blood glucose. The customer's blood glucose was 33 mmol/l at the time of incident. The customer's blood glucose was 7.3 mmol/l at the time of call. Troubleshooting was done. The insulin pump passed self test. The customer reported that the insulin was not coming out during plunger push. The insulin pump will not be returned for analysis.